Manufacturer narrative:
Device MFR date for lot# tacb40c: 06/29/2001. When completed, the eval summary will be submitted in a supplemental report.

Event description:
Whilst using beaded dall miles cables to reconstruct a periprosthetic fractured proximal femur. The surgeon was unable to adequately tension the cables using the 2 single sided tensioners sent in a dall miles loan set. The surgeon attempted to use each instrument at least twice and finally asked for an alternative. A zimmer cableready tensioner was readily available and this was used to tension the cables as required. The dall miles single sided tensioners were used correctly.